Event description:
A physician was using a 3cc syringe, a safe-1, safety syringe to administer medication through a long catheter in radiology. Due to the pressure exerted by the physician the plunger snapped and a sharp edge cut the dr's hand and he bled. The pt had hepatitis c so the physician rceived prophylactic treatment in the emergency roo. There is no other info available at this time.